Manufacturer narrative:
The root cause could not be identified conclusively, because no logfile and day of treatment is available for review. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Surgeon reported undercorrection in the cylinder component in a patient's right eye post lasik. Additional information has been requested.